Manufacturer narrative:
E.1 initial reporter fax #: (B)(6). G.5 PMA / 510(k)#: k111860, k130470. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: our bd max evaluated a pcr as positive on cdiff with sigmoidal curve but fluorescence intensity less than 150 (run 2900, a12). It seemed strange to us, which is why we repeated the pcr (run 2902). Here the curve was clear and the result was negative.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they witnessed a suspected false positive result while running the cdiff assay. The customer run database was provided to bd service and quality for analysis. This analysis did not reveal any evidence of functional issues related to the instrument. This complaint is unconfirmed as it alludes to either environmental contamination or a sample with a target concentration near the limit of detection for the assay. The root cause cannot be determined with the information provided. Sample analysis consisted of customer instrument run data files. Analysis by bd quality did not reveal any evidence of a functional issue with instrument performance. Curves were indicative of a sample near limit of detection or environmental contamination. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: our bd max evaluated a pcr as positive on cdiff with sigmoidal curve but fluorescence intensity less than 150 (run 2900, a12). It seemed strange to us, which is why we repeated the pcr (run 2902). Here the curve was clear and the result was negative.